Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output when programmed to aai bipolar configuration, and anomalous output conditions. Further testing revealed the no output condition was due to lifted bond wires.

Event description:
The device was returned for analysis after being explanted due to undefined atrial impedance, sensing difficulty, and a suspected crack on the atrial header. It was noted that the lead tested normally with the new device. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.